Event description:
Patient reported general wear and tear on her pump and difficulty in removing the cartridge due to accumulated wear. There was no reported impact on the patient¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.